Event description:
Event description guidant received information that this bipolar lead was exhibiting atrial noise and elevated thresholds. Impedance and sensing were normal. An x-ray revealed the lead was in a normal position. Physician has elected to leave lead as is and monitor the patient. Additional information received revealed this atrial lead was fractured. Lead was removed and successfully replaced.